Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address dislocation. Doi: (B)(6) 2011 - dor: (B)(6) 2012; (left hip). Update 9/27/2012- litigation papers received. Aside from the dislocation already mentioned, litigation papers allege that friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiff's blood and tissue and bone surrounding the implant. There is no new additional information that would affect the investigation. Update: 11/16/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of disassociation of the head and stem, metallosis, and poly wear. Records are available for further review. Update rec'd 3/25/2013- ppd and medical records received. After review of the medical records the revision operative note indicated disassociation between the head and stem and poly wear that lead to metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2013. Update ad 30 may 2018: (B)(4) has been reopened under (B)(4) due to receipt of pff and sticker sheets. In addition to what were previously alleged, pff alleges bone fracture , poly wear and metallosis confirmed in medical records. It is also being alleged that the cup and stem were loose; however, previously reported medical records did not indicate any loosening of the cup and stem. Updated patient harms. Doi: (B)(6) 2011 (head and liner); doi: (B)(6) 2007 (stem) ; dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.